Event description:
It was reported that the device illuminated the service indicator and logged fault codes in memory that indicated a possible critical failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported fault codes in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the root cause of malfunction to be a cracked filter, designator fl29. The failure would impact defibrillation therapy by affecting the positive portion of the biphasic waveform.